Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later confirmed right side rupture.

Manufacturer narrative:
The event for right side was marked as "none". The event of rupture is no longer reportable to the FDA and has been removed. There is no complaint against the device. Additional, corrected and/or changed data: b.5, d.4, h.1, h.6

Event description:
The event for right side was marked as "none". The event of rupture is no longer reportable to the FDA and has been removed. There is no complaint against the device.

Event description:
Patient reported, right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.